Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl at the time of incident and the another blood glucose 55 mg/dl. The customer was treated with food and glucose tablet for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was automatically delivering the insulin at the time of low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08660 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).